Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name: (B)(6). E1 - address: (B)(6).

Event description:
The customer reported the screen of an olympus colonovideoscope became noised during reprocessing. There were no reports of patient involvement.